Event description:
The customer pump was counting up the numbers for a bolus. The customer wanted to program in a small bolus and tried to turn on the light. Then the customer noticed that the numbers on the pump kept counting up and they could not stop it. Finally it stopped and the screen cleared. Then the customer took a 0.5u and ate a piece of bread. The bolus history was reviewed and found that pt had taken a 9.9u bolus. The customer spouse woke up. Assisted spouse in contacting the emergency room. The customer called back later to inform that they were in the emergency room and treated with 9.9u. The customer was fine at the time of call